Manufacturer narrative:
(B)(4). The device was not returned and the lot number was unknown; therefore, a device analysis could not be completed. However, allowing a solution bag to fall during therapy is a known cause of line disconnection. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide¿ which is shipped with every homechoice device. The guide warns the user to place the solution bags on a flat, stable surface and that falling bags can result in a disconnection or a leak. It also provides step-by-step instructions for connecting the solution bags. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted. (B)(4).

Event description:
This is a report of a home patient that experienced a connection issue between the cassette line and a solution bag. This occurred during the fill cycle two of peritoneal dialysis therapy. The patient stated that a supply bag fell and became disconnected from the cassette line. The patient reconnected the bag. The patient was connected at the time of the event. The technical services representative reviewed proper procedures with the patient and assisted the patient to end therapy. The patient was advised to start therapy over using new supplies. There was no patient injury, medical intervention, or adverse event associated with this report. No additional information is available at this time.